Event description:
It was reported that the physician was trying to fuse a jones fracture and while he was placing the qwik screw, it got stuck due to the angle of the k-wire. The screw fixated the fracture but half of the screw was sticking out of the body. They were going to use bolt cutters to cut the screw and leave the other part of the screw in the body; however, when the physician tried backing the screw out a little the head of the screw popped off. Only the head of the screw is available for evaluation.

Manufacturer narrative:
An investigation has been initiated based upon the reported incident. Correspondence should be sent to: integra lifesciences corporation. 311 enterprise drive. Plainsboro, nj 08536. Attn: corporate complaint coordinator